Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed on (B)(6) 2024. A baseline effusion was noted prior to the procedure measured at 3.1mm. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 20mm closure device was implanted with success. No recaptures were needed, and full position, anchor, size and seal (pass) criteria was met. A small shoulder was noted, and compression was at 15%. Post implant the echo doctor remeasured the effusion and it had grown to 3.5 mm. No intervention was done at this time since it was also noted prior to implant. During a meeting on (B)(6) 2025, the physician reported to the bsc representative that the pericardial effusion continued to increase in size a few hours post procedure. A transthoracic echocardiogram (tte) was completed, and a pericardial tap was performed to treat the effusion. Approximately 450cc of fluid was drained to treat the effusion. The patient was discharged three (3) days post implant on (B)(6) 2024.